Event description:
In 2002 the end-user called minimed, USA and stated that the cannula housing became detached from the tape. In february 2002 maersk medical received the complaint and 7 unused infusion sets.